Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately five months post port implantation during saline flush, there was slight swelling, inflammation and redness around the port area. The patient was then put under imaging to evaluate the device and the detachment was discovered between 5-6cm from the catheter tip. The catheter tip was found in the right atrium. The remaining catheter and port were removed and the patient was transferred to higher level of care for removal of the detached segment. The current condition of the patient is unknown.